Manufacturer narrative:
The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implantation of a left ventricular assist device (lvad) it was reported that a left atrial thrombus was sucked into the pump. The thrombus formation was not seen prior to implant. The surgeon exchanged the pump as the pt was connected to a heart and lung machine. No effects to the pt were reported.